Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited low impedance measurements on the ventricular channel. No device intervention was performed. No further information available.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. No further information available regarding patient condition.

Event description:
New information received indicated that the patient was in good condition throughout the procedure. The procedure was uneventful and was completed successfully.

Manufacturer narrative:
The reported field event of low impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.